Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. As a result the patient has experienced severe pain and discomfort and inflammation in his right thigh and groin, numbness, weakness, and pinching sensations. Patient also experienced loss of mobility and a feeling as if the implant and right leg "gives out". Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, a revision date was provided. The revision operative note indicated pain, short right leg, and loose stem. No lab results were provided for the alleged high metal ions. The primary operative note indicated a previous fracture of the femur with screws and one screw was sitting proud. At this time the manufacturer of the screw is unknown. The unknown hip is being changed to a unknown femoral head. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (b)(6 /2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).